Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 500 mg/dl with blurred vision, headache, stomach pain, confusion, and slurred speech associated with the buttons on the keypad being under-responsive. It was reported that the up and down arrow buttons were under-responsive and allegedly caused an under delivery of insulin. It was also reported that the keypad was thinning, but unsure as to what issue occurred first. It was reported that emergency protocol was initiated and the patient was treated in the emergency room with IV fluids. Reportedly, the patient remained on the insulin pump at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals at the time of the reported issue correctly reflected the user¿s programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed the delivery accuracy test and was found to be delivering within required specifications. There was no damage found to the keypad and all of the buttons responded appropriately. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.